Event description:
The customer reported the image of the evis lucera colonovideoscope had black shadows/vignetting. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not have any idea what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found the complaint was confirmed and the image had partially dark areas due to scratch on the objective lens. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the up/down knob made abnormal noise due to damage, the bending section cover adhesive was cracked and chipped, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses were peeled, the coating of the connecting tube was peeled, the connecting tube was wrinkled, the forceps channel port was shaved, the scope cover plate was peeled, switch #1 was dented, the paint on the air/water and suction cylinders was peeled, the control unit was shaved, the electrical connector was discolored due to water leakage, and multiple parts of the scope were scratched. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning. It was unknown if the air/water nozzle was flushed with air and water or if the nozzle was wiped/brushed. The nozzle was flushed and the scope was immersed in a detergent solution during reprocessing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.